Event description:
Based on additional information received on 05-dec- 2017, the case was upgraded to serious as important medical event of device malfunction was added. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from the physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the following day the patient had inability to bend her knee, a large effusion/ had the fluid aspirated/ another large effusion/ had 100cc of fluid withdrew from knee, pain and after 5 days substantial swelling. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020) in the left knee. On (B)(6) 2017, the patient experienced large effusion, pain and inability to bend her knee (latency: 1 day). Patient visited the emergency room (ER) and had the fluid aspirated. It was reported that the fluid was sent out for labs. On (B)(6) 2017, the patient returned to office with another large effusion, substantial swelling and had 100cc of fluid withdrew from knee (latency: 5 days). The fluid was again sent out to rule out infection and lyme. Lab results showed fluid was negative for lyme and crystals. Office was still waiting for other labs to come back. Reportedly, the patient was scheduled to come back to the office on (B)(6) 2017. Corrective treatment: fluid was aspirated for a large effusion/ had the fluid aspirated/ another large effusion/ had 100cc of fluid withdrew from knee; not reported for rest of the events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 05-dec-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 05-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later complained of inability to bend her knee, left knee pain and left knee swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded. This single case report does not alter the benefit/risk profile of the product.

Event description:
Based on additional information received on 05-dec- 2017, the case was upgraded to serious as important medical event of device malfunction was added. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from the physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the following day the patient had inability to bend her knee, a large effusion/ had the fluid aspirated/ another large effusion/ had 100cc of fluid withdrew from knee, pain/substantial pain and after 5 days substantial swelling. Also device malfunction was identified for the reported lot number. No past medications were reported. Patient had no known drug allergies. Concomitant medications included amlodipine, lisinopril and metoprolol tartrate for hypertension. Patient had no known drug allergies. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl021 and expiration date: 31- may-2020) in the left knee for osteoarthritis. On (B)(6) 2017, the patient experienced large effusion, pain and inability to bend her knee (latency: 1 day). Patient visited the emergency room (ER) and had the fluid aspirated. It was reported that the fluid was sent out for labs. On (B)(6) 2017, the patient returned to office with another large effusion, substantial swelling and had 100cc of fluid withdrew from knee (latency: 5 days). The fluid was again sent out to rule out infection and lyme. Lab results showed fluid was negative for lyme and crystals. Patient had large effusion left knee, patient cannot bend the knee with substantial pain, aspiration. Patient was given cortisone injection. It was reported that the labs were negative. Reportedly, the patient was scheduled to come back to the office on (B)(6) 2017. Patient had left knee arthroplasty on (B)(6) 2018. Corrective treatment: fluid was aspirated for a large effusion/ had the fluid aspirated/ another large effusion/ had 100cc of fluid withdrew from knee; cortisone injection for inability to bend her knee/ can not bend knee, a large left effusion/ aspiration/ had the fluid aspirated/ another large effusion/ had 100cc of fluid withdrew from knee and pain/substantial pain; not reported for substantial swelling outcome: unknown for all the events reporter causality description: related for large effusion, substantial pain, joint range of motion decreased a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, inability to bend her knee/ can not bend knee, a large left effusion/ aspiration/ had the fluid aspirated/ another large effusion/ had 100cc of fluid withdrew from knee and pain/substantial pain additional information was received on 05-dec-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 06-feb-2018 from nurse. Concomitant medications and medical history was updated. Seriousness criterion of required intervention was added to event of inability to bend her knee/ can not bend knee, a large left effusion/ aspiration/ had the fluid aspirated/ another large effusion/ had 100cc of fluid withdrew from knee and pain/substantial pain. Verbatim was updated for the event of pain to pain/substantial pain. Reporter causality description added. Suspect product indication was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 06-feb-2018:the follow up information received does not change the prior case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later complained of inability to bend her knee, left knee pain and left knee swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded. This single case report does not alter the benefit/risk profile of the product.